Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room due to syncope. It was noted that the right ventricular (rv) lead impedance was high. Pauses due to rv lead fracture possibly due to a clavicular crush were observed. The lead was capped (B)(6) 2019 and replaced. The patient was stable before during and after the procedure.